Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and found broken occluder feet. Leak testing was performed and a leak through the set (broken occluder feet) was noted. Clamp function testing was performed and broken occluder feet were noted. Clear passage test was performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a damaged component due to the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.